Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 3006705815-2020-01854. It was reported that the patient experienced cramping and pain on the right side. During post operation, the patient complained of cramping in the right buttock and the back of the right leg. The patient was given muscle relaxers and sent home from the hospital. The patient did not subside. As a result, the physician pulled the leads. The patient is still having issues with this pain and was given steroids.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.